Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple malfunction alarms occurred. The customer cleared the malfunction alarms, and insulin delivery was resumed successfully. There was no reported adverse impact to the customer's blood glucose level. In addition, it was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue.